Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior, wear abrasion and crease fold. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported intracapsular rupture of the left device discovered via MRI. Device was explanted.

Event description:
Healthcare professional reported intracapsular rupture of the left device discovered via MRI. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported intracapsular rupture of the left device discovered via MRI. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1.